Manufacturer narrative:
Medtronic received additional information that the leaflet motion was tested with an actuator during the implant procedure, and the leaflets could rotate and move properly. The physician suspected that the patient's anatomy contributed to the leaflet motion issues following the implant. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the sewing cuff appeared discolored showing evidence of blood contact with small needle holes showing placement of implantation sutures. Both leaflets were received in the closed position and appeared intact with no evidence of damage such as cracks or surface anomalies. The leaflets appeared to move without difficulty when tested with an actuator. The orifice, inflow, and outflow valve hinge mechanisms were assessed. Marginal thrombotic host tissue was present on one of the hinge mechanisms. The hinge mechanism was cleaned using isopropyl alcohol and a cotton-tipped applicator, and no damages were observed. The orifice appeared intact with no defects observed. Both hinge mechanisms appeared intact with no evidence of damage. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. Conclusions: based on the analysis of the returned valve, the reported complaint could not be confirmed. No evidence of a leaflet motion issue was noted, and the physician had suspected that the patient's anatomy contributed to the leaflet motion issues following the implant. D9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 20mm mechanical aortic valve, transesophageal doppler ultrasound showed the motion of the valve leaflet was poor. The patient's chest was re-opened, and multiple attempts were made to correct the leaflet motion. Ultimately, the valve was explanted and replaced with another valve of the same size and model. No additional adverse patient effects were reported.